Manufacturer narrative:
No button error alarm occurred during testing. However the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, low battery or failed battery test alarms noted. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, scratched case, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer had a button error alarm. The customer's blood glucose level was unknown. Customer states the insulin pump was exposed to moisture. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.